Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 373 mg/dl with polyuria and polydipsia associated with a call service alarm issue. Reportedly, the patient resumed the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump emitted a call service (cs 069) alarm while the patient was sleeping. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a call service alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2016 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm upon power up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. A review of the total daily dose added up correctly and reflected the users programmed basal rates. The black box (bb) showed call service (cs87) alarms on (B)(6) 2016 at 21:00 and on (B)(6) 2016 at 01:04 and 01:23; deliveries resumed at (B)(6) 2016 at 08:02. The bb showed cs87 alarms on (B)(6) 2016 at 07:54 and (B)(6) 2016 at 22:03 and then at (B)(6) 2016 at 03:47; deliveries resumed at (B)(6) 2016 at 07:54. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.